Event description:
A user facility reported an intraocular lens (iol) was defective, but this was not discovered until after the implantation. The patient called in and reported a problem. Upon examination, the haptic was noted to be broken. The lens was exchanged. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. Haptic and optic damage was observed. Solution is observed on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is most likely related to customer handling. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).